Event description:
A tube was replaced after the nurse found an inflation line detached from the tube body.

Manufacturer narrative:
The reported complaint of detached inflation line was confirmed. The eval in qa japan concluded that the failure was isolated to the bonding on the inflation line.